Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, the mechanical ventilation was not available and unit displayed a system failure error message. There was no reported patient injury.

Manufacturer narrative:
According to ge engineering review of the complaint, a display unit to ventilator control board communication error would not stop ventilation. Therefore, the initial reported event is not MDR reportable.